Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while the needle was accessing the port, there was a leak found on top of the needle. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 22 ga x 0.75 in safestep infusion set was returned for investigation. The safety mechanism was fully advanced prior to return. Red colored use residue was observed within the needle housing and appeared to have leaked during use based on the location. The sample was flushed with a 10 ml syringe and no leaks were observed during infusion. Microscopic observation with uv lighting revealed the presence of adhesive between the needle and the tubing. Although the sample did not leak during functional testing, it is likely that dried residue within the device is sealing the leak locations. As blood was observed at the proximal end of the needle and exit of the needle housing, the complaint of a leak is confirmed but the exact cause is unknown. Based on the description of the reported event and condition of the returned sample, possible contributing factors include excess manipulation of the needle and insufficient adhesive bonding. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while the needle was accessing the port, there was a leak found on top of the needle. No patient injury reported.